Manufacturer narrative:
Product complaint # : (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is j&j company representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on february 4, 2021, during evaluation at service and repair, the torque limiting handle with quick release hex coupling was found to have failed calibration. There was no patient involvement. Concomitant device reported: torque limiting hdle/qck release-6mm hex coupg this complaint involves one (1) device. This report is for one (1) torque limiting handle/quick release-6mm hex coupling this report is 1 of 1 for pc (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: lot number h3, h4, h6: device history lot: part # 321.133; synthes lot number: 7247102-06; supplier lot number: 7247102-06; release to warehouse date: 28.may.2013; supplier: (B)(4). No ncr¿s were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: service and repair evaluation: complaint summary: it was reported on february 4,2021, during evaluation at service and repair, the torque limiting handle with quick release hex coupling was found to have failed calibration. H6: the repair technician reported the device failed torque testing. The cause of the issue is failed high. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 21. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate d4.